Event description:
It was reported the customer dropped their insulin pump. Customer stated their insulin pump's screen was damaged as a result. The customer's blood glucose was unknown. Customer also stated they lost their battery cap. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot and a cracked reservoir tube lip.